Manufacturer narrative:
Our field service engineer investigated the device on-site where the issue was reproduced. During troubleshooting, the turbine module was replaced which resolved the issue. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The reported issue with the turbine module failure has been confirmed. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken windings as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
It was reported that ventilator failed pressure transducer test during the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).